Event description:
It was reported to philips that the device's ac power adapter is unstable. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. The fse performed an operations test and received a message that the device had failed the operations check and indicated that calibration was needed. The fse then restarted the device, performed an operations check and received a message that the test had passed. The device was returned to full functionality. The device was confirmed to be operating per specifications following a restart and subsequent passing operations check. The investigation concludes that no further action is required at this time.